Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose on an unknown date with an unknown blood glucose level. The customer was treated with insulin pump. The customer also reported that they had been hospitalized because of high blood glucose but was not using the insulin pump yet before. The customer also reported that the insulin pump was under delivery. Reasons why customer alleged insulin pump was under delivering because the blood glucose was going higher. The customer reported that the insulin pump suspended the delivery because of suspend before on low alert. It was unknown if the auto mode was active during the reported event. The device will not be returned for analysis.